Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a patient presented in clinic with an infection. The clinic also reported that the patient's right ventricular (rv) lead had noise and was repositioned in 2019. The patient's system was explanted and the patient was treated with antibiotics. The patient was stable throughout procedure.